Manufacturer narrative:
The probable root cause is attributed to a voltage issue in the usm. This issue can be resolved by power cycling the system.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer contacted the clinical sales rep and confirmed that there were no issues. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, user informed the technical support engineer (tse) that they encountered an issue where arm 2 could not move side to side with the camera, despite being docked. The arm moved forward and backward but was rigid when attempting lateral movement, and it would revert to its original position after being positioned. The team decided to undock and reboot the system. After the reboot and redocking, arm 2 functioned correctly, allowing the procedure to proceed. System logs were reviewed, revealing errors 31220, 1163, and 25745, with error 25745 specifically pointing to arm 2. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.